Event description:
A healthcare professional (hcp) reported that intra op, the device was overheating. There was no patient impact. There was no procedure delay.

Manufacturer narrative:
Pre repair temperature tests could not be performed as motor was stalling. Hence reported allegation could not be confirmed. Upon further inspection, it was found that motor cable assembly and housing was corroded. If information is provided in the future, a supplemental report will be issued.